Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The investigation was completed on 05/19/2015. Retain cartridges were tested and are functioning according to specification. Return product was not available for investigation.

Event description:
On 04/28/2015, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.20 on a (B)(6) female patient who presented with back pain. There was no additional patient information available at the time of this report. (B)(6). There were no injuries reported with this event. The investigation is underway.